Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial/lot # (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg, and was experiencing pain at the ipg site. In addition, the patient had lost stimulation on the right side. The patient underwent a revision procedure and the pocket was repositioned. During the procedure, one of the leads was replaced as the lead was fractured.

Manufacturer narrative:
Device evaluation indicated that the model # sc-2352-50, serial # (B)(4), lead passed visual and photographic imaging tests performed. The lead is intact and no parts of it are missing. A review of the manufacturing documentation for lead, s/n (B)(4), revealed no anomalies or deviations potentially related to the event occurred manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg, and was experiencing pain at the ipg site. In addition, the patient had lost stimulation on the right side. The patient underwent a revision procedure and the pocket was repositioned. During the procedure, one of the leads was replaced as the lead was fractured.